Event description:
The customer called and reported receiving no delivery alarms on her insulin pump. Her blood glucose was 329 mg/dl. Troubleshooting was performed. During a fixed prime, after customer disconnected at the quick release, insulin did exit. Customer was advised to remove reservoir from the insulin pump, and to disconnect and reconnect the reservoir and infusion ste at the tubing connector. Upon pushing insulin slowly through the tubing, insulin exited, but there was greater than normal resistance when attempting to push with the plunger. It was explained the alarm was caused by the set and reservoir connection. The customer then received another no delivery alarm after changing the set and a reservoir and choosing a site on the other side of her body. Customer stated she was able to get the insulin pump to continue delivering after moving underwear, near hip and lower back. It was advised constricting clothing could lead to a bent infusion set cannula. Bolus was successfully delivered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.